Event description:
It was reported that during testing at the manufacturer facility the device was running while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported running in safe mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can cause the trigger to be off-axis and can lead to the reported event. A trigger housing crack can be caused by a material fatigue issue or impact.